Manufacturer narrative:
Pump passed displacement test, self-test and sleep current measurement. Pump successfully downloaded to thump. Pump received with high active current due to moisture damage to the pcb1 board. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed low battery alert on (B)(6) 2023 19:55:00.000 and replace battery now alarm on (B)(6) 2023 05:34:26.000. Board due to moisture damage to the pcb1 board. No moisture damage noted to motor assemblies during visual inspection. Found moisture damage to the pcb1 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, faded serial number label, cracked keypad overlay, and stained keypad overlay. The p-cap/reservoir does lock properly. Confirmed low battery alert and replace battery now in the pump history due to moisture damage to the pcb1 board. Confirmed faded serial number label. No cracks on case or reservoir compartment noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery issues and currently battery icon was yellow. The last battery change was just morning. The customer also reported a small crack forming on the reservoir side of the pump. In addition to that customer reported serial number label sticker was all faded, with no writing on it anymore. Troubleshooting was performed and found that physical damage to the pump. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the insulin pump will be returned for analysis.